Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres. A successful revascularization was achieved by dilating the lesion with another of the same device. Subsequently, the proximal part was also dilated with a 3mm balloon and completed the procedure. No complications were reported.